Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer septal occluder was chosen for implant. During the procedure, the operator noticed a cobra deformation of the occluder. A decision was made to retract the device and abort the procedure. The patient remained hemodynamically stable throughout the procedure and there was no report of adverse patient events. No additional information was provided.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and the 12f delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 23 january 2023, a 28mm amplatzer septal occluder was chosen for implant with a 12f non-abbott delivery sheath. During the procedure, the operator noticed a cobra deformation of the occluder. A decision was made to retract the device and abort the procedure. The patient remained hemodynamically stable throughout the procedure and there was no report of adverse patient events.